Event description:
Caller reported that the t: slim x2 pump battery would not charge, leading to a shutdown of the pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The caller resolved the issue using a non-tandem wall adapter, although tandem does not recommend using third-party charging supplies. Technical support informed the caller that insulin on board and max hourly bolus are reset to zero when the pump shuts down and advised restarting continuous glucose monitoring sessions. A replacement tandem wall adapter would be sent via two-day shipping, and the caller understood the guidance provided.